Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the right atrial lead exhibited oversensing that resulted in automatic mode switch. The lead was capped and replaced successfully (B)(6) 2016. The patient was not symptomatic.